Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2012 (at 11:30am) she obtained a blood glucose reading of '369mg/dl' with the subject meter. The patient manages her diabetes with insulin (type unknown) via insulin pump. According to the csr¿s documentation, in response to her reported reading, the patient reportedly administered an increase dose of 4.5 units of insulin at the same time after testing with the subject meter and subsequently, she developed a symptom of slurred speech an hour and 15 minutes later. Sometime between 12:45pm and 1pm that day, the patient reportedly obtained a blood glucose reading of '26mg/dl' with the emergency medical service's meter and was treated with IV glucose and glucose tablets. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, reportedly developed a symptom of slurred speech an hour and 15 minutes later, and was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.